Manufacturer narrative:
Device evaluated by MFR.: unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn number provided by the customer. Visual inspection found the deployment shaft peeling and bent. There were dried saline clumps on the array. Spline 6 was broken, and appeared to be a clean break with no missing pieces and adhesive remaining on both components. There was damage observed within the basket of the array, indicating that something likely hit or caught the spline. Review of the observed damage indicates entanglement was likely the cause of the distal break. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use (dfu) states: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated. Precautions: to prevent entanglement, use care when using the catheter in the proximity of other catheters." Bsc ID: (B)(4).

Event description:
It was reported that a spline became partially detached from the catheter. Vascular access was gained via the femoral artery with a non-bsc sheath. While advancing the orion catheter through the sheath the physician felt some resistance in the sheath valve. The catheter travelled from the femoral artery through the left ventricle. After mapping the left ventricle, the catheter was positioned in the lateral wall, in a basal position near the mitral valve. The clinical ventricular tachycardia (vt) induction protocol was very long because atrioventricular nodal reentry tachycardia (avnrt) was also induced. The physician decided to ablate the avnrt and then continue with the vt induction. During this time the orion was in a region close to the mitral valve. When removing the catheter from the sheath the physician noticed resistance again in the sheath valve. No resistance was notice in the distal part of the sheath it was described as being stuck and suddenly broke free after applying some force. After the removal of the orion catheter from the patient the physician realized that a spline of orion was broken and was loose from the radiopaque tip of the catheter. The proximal end of the spline remained attached to the catheter. Visual inspection did not reveal any pieces of the catheter were missing. There was no damage to the distal end of the sheath. The physician stated he did not notice anything unusual during the procedure aside from the resistance, and there were no indicators of problems with the spline during the procedure. The procedure lasted almost 4 hours. The catheter was inside the patient for less than 2.5 hours. No patient complications have been reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a spline became partially detached from the catheter. Vascular access was gained via the femoral artery with a non-bsc sheath.while advancing the orion catheter through the sheath the physician felt some resistance in the sheath valve. The catheter travelled from the femoral artery through the left ventricle. After mapping the left ventricle, the catheter was positioned in the lateral wall, in a basal position near the mitral valve. The clinical ventricular tachycardia (vt) induction protocol was very long because atrioventricular nodal reentry tachycardia (avnrt) was also induced. The physician decided to ablate the avnrt and then continue with the vt induction. During this time the orion was in a region close to the mitral valve. When removing the catheter from the sheath the physician noticed resistance again in the sheath valve. No resistance was notice in the distal part of the sheath it was described as being stuck and suddenly broke free after applying some force. After the removal of the orion catheter from the patient the physician realized that a spline of orion was broken and was loose from the radiopaque tip of the catheter. The proximal end of the spline remained attached to the catheter. Visual inspection did not reveal any pieces of the catheter were missing. There was no damage to the distal end of the sheath. The physician stated he did not notice anything unusual during the procedure aside from the resistance, and there were no indicators of problems with the spline during the procedure. The procedure lasted almost 4 hours. The catheter was inside the patient for less than 2.5 hours. No patient complications have been reported.